Event description:
His one touch ultra meter does not turn on. The patient said the one touch ultra meter had not worked since he received it from lfs as a replacement for hsi previous meter "a couple weeks ago". He said the meter, "just would not turn on". While on a business trip, he continued to take his usual regualr insulin dosage. On 5/12/06, he started to feel dizzy and had "sight problems". He went to a pharmacy to obtain assistance with the meter. The pharmacist changed the meter battery and the meter still did not turn on. He purchased a new meter and tested his blood glucose level. The result was 178 mg/dl. After testing with the other meter, he took additional regular insulin; he did not recall the dose. The customer care advocate (cca) walked the patient through pressing the power button and inserting a correct test strip all the way into the tesst strip holder. The meter did not turn on. The meter, test strips, and control solution were replaced. This complaint is being reported because the patient was unable to obtain a meter reading and developed symptoms that could be suggestive of hyperglycemia. After developing symptoms, he received an elevated blood glucose result on another device and treated himself with insulin.